Event description:
It was reported that during a follow up in clinic, undersensing was noted on the device. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.